Event description:
Pentax medical was made aware of an event that occurred in the (B)(6) region involving pentax accessory rol-x29 lamp cartridge with lamp. The information provided indicated that the lamp does not light after 69 hours, the auxiliary lamp started.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.